Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2024, a 29mm navitor valve was selected for implant using a large flexnav delivery system (ds). The patients status prior to implant was stable with sinus rhythm and aortic stenosis. The patient wasn't taking any anticoagulant or antiplatelet medication and had heparin administered during the procedure. During the procedure, while the device was at 80% deployment, the patient had severe hypotension. The valve was re-sheathed one time before being successfully implanted and there were multiple wire or delivery sheath exchanges noted. Echocardiogram was performed and revealed that the patients pacemaker had perforated the right ventricle causing pericardial effusion in the left ventricle leading to cardiac tamponade and cardiac arrest. Resuscitation measures were taken as well as pericardiocentesis followed by left thoracotomy. The perforation site was sutured, but the patients hemodynamics worsened and ultimately passed away due to cardiorespiratory arrest caused by pericardial effusion. There is no allegation that the navitor valve caused the perforation nor did it interact with the cardiac lead causing the perforation.

Manufacturer narrative:
An event of hypotension, pericardial effusion in the left ventricle leading to cardiac tamponade and cardiac arrest and patient death was reported. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. Possible contributing factors for valve migration are intra-procedural difficulties, implant depth, annular calcium distribution, and deployment or retraction difficulties. There were no deployment or retraction difficulties. It was indicated that the patient's hemodynamics worsened and ultimately passed away due to cardiorespiratory arrest caused by pericardial effusion. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Images received appeared to show the label of non-abbott 5f sheath. Based on the information received, the cause of the reported incident could not be conclusively determined. However, it was reported that the cause of death was pericardial effusion. There was no allegation that the navitor valve caused the perforation nor did it interact with the cardiac lead causing the perforation there is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Event description:
It was reported that on 01 aug. 2024, a 29mm navitor valve was selected for implant using a large flexnav delivery system (ds). The patient's status prior to implant was stable with sinus rhythm and aortic stenosis. The patient wasn't taking any anticoagulant or antiplatelet medication and had heparin administered during the procedure. During the procedure, while the device was at 80% deployment, the patient had severe hypotension. The valve was re-sheathed one time before being successfully implanted and there were multiple wire or delivery sheath exchanges noted. Echocardiogram was performed and revealed that the patient's pacemaker had perforated the right ventricle causing pericardial effusion in the left ventricle leading to cardiac tamponade and cardiac arrest. Resuscitation measures were taken as well as pericardiocentesis followed by left thoracotomy. The perforation site was sutured, but the patient's hemodynamics worsened and ultimately passed away due to cardiorespiratory arrest caused by pericardial effusion. There is no allegation that the navitor valve caused the perforation nor did it interact with the cardiac lead causing the perforation.